Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the myosure control unit, hysteroscope and aquilex fluid mgmt sys not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the lot number was not provided by the complainant. If additional relevant info is received, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a myosure procedure for uterine tissue removal, "the physician applied effort to push through the fibroid". The procedure was aborted due to the pt's "blood pressure related issues, specifics are unk". The myosure hysteroscope and tissue removal device were removed and the pt "complained of cramping and discomfort". The pt was transferred to the emergency room and it was noted the pt might have had a "possible uterine perforation". It is unk if intervention was required. On (B)(6) 2013, it as reported, the pt had to have a complete hysterectomy. The pt was admitted into the hospital on (B)(6) 2013. During the pt's hospital stay it was also noted that the pt had a "bowel perforation" (intervention unk). The pt was discharged on (B)(6) 2013.